Manufacturer narrative:
Additional narrative: there was reportedly no patient involvement. Device is an instrument and is not implanted/explanted. Part 314.05, synthes lot 4620548: release to warehouse date: july 11, 2003. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the 314.05 lot number 4620548 cannulated hexagonal screwdriver was returned and reported to be chipped. The returned device was found to have a broken tip with fragments missing. The most distal hexagonal step of the screwdriver is broken along a jagged fracture surface with half of the circumference missing. This complaint condition was likely caused by over twelve years of consistent use; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The device was manufactured in july 2003 and is over twelve years old. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ten instruments were found damaged when going through sets. The parts are all territory field equipment. The wire probe at the end of one depth gauge broke off (had no protection sleeve). The second depth gauge had a ball bearing that slides and it slides too easily; the gauge comes apart in two pieces. The cannulated hexagonal screwdriver has a chip on the end of the cannulated portion where it goes in. The ridges on the end of six stardrive screwdrivers are bent/twisted. The compression sleeve handle is missing the blue cap on the end. There was no patient involvement. While the devices were being evaluated by the manufacturer, it was noted that the tip of the cannulated hexagonal screwdriver was broken and had missing fragments. This is report 6 of 6 for (B)(4).